Event description:
A review of service data detected a reportable event. Upon service investigation of battery charger/modem sn (B)(4), the battery charger was resetting. The last patient to use this device did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/model sn (B)(4) has been completed. As received, the battery charger was resetting. The cause of the resets was isolated to an improperly connected cell modem. The root cause of the improperly connected cell modem cannot be positively identified but is likely due to rough handling while in use. No adverse event occurred due to the defective battery charger. The last patient to use this battery charger did not report any problems.